Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -15.50 diopter, implantable collamer lens flipped during insertion and upon removal the lens tore. Intraocular injection was reported. A same model and diopter lens was ordered and implanted one week later.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a lens vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens surface. Corrected data: (B)(4).